Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.5/+1.5/070 (sphere/cylinder/axis) into the patient's left eye (os). The surgeon reports excessive vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.